Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: .display lens leak. Moisture damage inside all internal pump: moisture corrosion on all boards, on keypad connector, on motor flex connector. Keypad is unresponsive, due moisture damage. Unable to test bolus button, due keypad is not working. During investigation, moisture damage was found inside the internal pump with moisture corrosion on all boards, on the keypad connector, and on the motor flex connector. The keypad was unresponsive due to the moisture damage. A leak test was performed and failed due to a leak in the display lens.